Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the up arrow button on the insulin pump was not working. Customer also mentioned having a crack under the plastic near the screen of the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.